Manufacturer narrative:
Patient 7, tested on (B)(6) 2023: a sample aliquot from the tube initially resulted in an anti-tpo value of 58 iu/ml. The original sample resulted in an anti-tpo value of 36 iu/ml. The original sample was repeated resulting in an anti-tpo value of 31 iu/ml. A second aliquot from the same initial tube resulted in an anti-tpo value of 35 iu/ml. The anti-tpo reagent lot was 646495 with an expiration date of 30-apr-2023. No questionable result was reported outside of the laboratory. Medwatch field b7 has been updated. There were no similar complaints from other customers for the same lot numbers (and all other reagent-specific lot numbers) for the anti-tpo assay. The investigation determined that there was no indication of an overall reagent-specific problem. Analysis of the alarm logs, calibration and qc data, sample data, and pictures of the sample foam detection (sfd) camera showed a problem with the overall sample quality. From the analysis of the calibration signals and control values, a general reagent issue most likely can be excluded. The investigation determined the issue was consistent with a sample quality problem.

Manufacturer narrative:
The customer provided data for three additional patient samples with discrepant anti-tpo results on the cobas cobas e 801 analytical unit. No questionable results were reported outside of the laboratory. Patient 3, tested on (B)(6) 2022: a sample aliquot from the tube initially resulted in an anti-tpo value of 66 iu/ml. The original sample was repeated two times, resulting in anti-tpo values of 115 iu/ml and 69 iu/ml. A second aliquot from the same tube resulted in an anti-tpo value of 68 iu/ml. Patient 4, tested on (B)(6) 2022: a sample aliquot from the tube initially resulted in an anti-tpo value of 50 iu/ml. The original sample was repeated, resulting in an anti-tpo value of 154 iu/ml. A second aliquot from the same tube resulted in an anti-tpo value of 54 iu/ml. Patient 5, tested on (B)(6) 2022: a sample aliquot from the tube initially resulted in an anti-tpo value of 391 iu/ml. The original sample was repeated three times, resulting in anti-tpo values of 600 iu/ml, accompanied by a data flag, 394 iu/ml and 386 iu/ml. The anti-tpo reagent lot was 646495 with an expiration date of 30-apr-2023. Medwatch field b7 has been updated. The investigation is ongoing.

Manufacturer narrative:
Patient 6, tested on (B)(6) 2023: a sample aliquot from the tube initially resulted in an anti-tpo value of 58 iu/ml. The original sample resulted in an anti-tpo value of 9 iu/ml, accompanied by a data flag. A second aliquot from the same initial tube resulted in an anti-tpo value of 9 iu/ml, accompanied by a data flag. The original sample was repeated, resulting in an anti-tpo value of 9 iu/ml, accompanied by a data flag. The anti-tpo reagent lot was 646495 with an expiration date of 30-apr-2023. No questionable result was reported outside of the laboratory. Medwatch field b7 has been updated. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys anti-tpo assay on a cobas cobas e 801 analytical unit. Patient 1, tested on (B)(6) 2022. A sample aliquot from the tube initially resulted in an anti-tpo value of 159 iu/ml. A second sample aliquot from the same tube resulted in an anti-tpo value of 275 iu/ml. The original sample resulted in an anti-tpo value of 200 iu/ml. A third sample aliquot from the same tube resulted in an anti-tpo value of 203 iu/ml. The original sample was repeated resulting in an anti-tpo value of 170 iu/ml. A fourth sample aliquot from the same tube resulted in an anti-tpo value of 173 iu/ml. Patient 2, tested on (B)(6) 2022. A sample aliquot from the tube initially resulted in an anti-tpo value of 40 iu/ml. The original sample resulted in an anti-tpo value of 9 iu/ml, accompanied by a data flag. A second sample aliquot from the same tube resulted in an anti-tpo value of 10 iu/ml. No questionable result was reported outside of the laboratory. The anti-tpo reagent lot was 63657901 with an expiration date of 31-jan-2023.